Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily tortuous, heavily calcified, 90% stenosed proximal circumflex coronary artery. A 2.75 x 15 mm xience v otw stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and would not cross due to the anatomy. Several attempts were made to cross the lesion and the shaft of the sds separated. The sds was removed from the anatomy and a non-abbott stent implant was successfully deployed to complete the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The following additional information was received: force was applied in the attempts to cross the lesion with the xience v stent delivery system (sds)and the mid shaft of (sds) separated. The whole system including the sds and the guide wire were removed from the anatomy as one unit. There was no reported clinically significant delay in the procedure. No additional information was provided.